Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed objective lens adhesion peeling could not be determined, however, the issue was likely the result of repetitive use stress, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿. ¿inspection of the endoscope¿ "6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a noisy image issue while using the endoeye flex 3d deflectable videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive around the objective lens was found to be peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to damage of the charge-coupled device (ccd) unit, a noise image occurred. In addition to the adhesive peeled around the objective lens, the evaluation findings are as follows: the bending section cover was scratched, the adhesive on the bending section cover had a chip, due to damage on the ccd unit, the image had white spots; due to damage, switch button three (3) did not work; due to looseness on the insertion pipe, the connection between the insertion pipe and the control unit was not secured; the control unit had discoloration, and the lock engagement lever had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.